Event description:
Pt went into cardiac arrest. After the cardiac arrest began, the doctor attempted to place a percutaneous catheter introducer. The doctor was unsuccessful with the placement. Pt expired in the interim.